Event description:
The complaint received described high impedance during catheter use, which does not necessarily indicate a malfunction likely to result in serious injury or death. However, analysis of the returned device on 03/15/2004 revealed a malfunction with potential for serious injury. The valve mapper steerocath-dx mapping diagnostic catheter was used as a therapeutic catheter to successfully treat atrial fibrillation and atrial flutter. There was no pt injury. The facility reported high impedance during use. Analysis of the returned device confirmed high impedance and revealed protrusion of a wire from the steering mechanism assembly. This diagnostic catheter is not indicated for use as an ablation catheter (for rf delivery) as used in the reported procedure. It is unknown at this time what impact the application may have had on the malfunction.